Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative performed a visual inspection to the reported monitor and determined that the hdmi connector pins were damaged. Due to the damage found to the monitor's hdmi connector pins, the verathon technical service representative was unable to connect any verathon test equipment to the reported monitor. The verathon technical service representative was unable to confirm nor deny the reported image issue due to the damage found on the monitor's hdmi connector pins. Upon completion of the evaluation the glidescope go monitor's connector was repaired and a functionality test was performed. The verathon technical service representative confirmed the monitor had passed verathon's functionality test and the device was then returned back to the customer. Corrective action is currently not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, no image appeared on the display after attaching a video laryngoscope blade to the monitor. The customer reported that multiple blades were attempted with the glidescope go monitor but all had the same result. The procedure was completed using a supraglottic device which was made available in an unspecified amount of time. No harm to the patient was reported.